Event description:
It was reported that the patient had an artificial cervical disc implanted at c6-c7. The patient reports being pleased with the results and that it has dealt with the pain. The patient reports to have noticed that the device "squeaks" and seems to be getting worse. No other complications were reported.

Manufacturer narrative:
(B)(4): the device or applicable imaging studies have not been returned to the manufacturer for evaluation. We are unable to determine cause of the event.